Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16july2019. The manufacturer's field service engineer (fse) was dispatched to site and confirmed the issue. The fse replaced the flow sensor assembly to address the reported problem. Failure analysis on the returned gas delivery system shows that this customer compliant was caused by an out of spec air flow sensor u1 (lot code: 1438n). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the flow sensor was outside tolerance range. There was no patient involvement. The event date was not specified, estimate used.